Manufacturer narrative:
A customer was splashed in the eye during the replacement of the alinity I wash buffer sensor ((B)(6)) on alinity I processing module serial number (B)(6). The customer was not wearing safety glasses or face shield. Alinity I processing module for serial (B)(6) was evaluated. The instrument service history review for (B)(6) revealed no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. There have been no subsequent contacts from the customer regarding splashing occurrence since the reported incident. Return testing was not completed as returns were not available. A review of tracking and trending for the alinity I processing module did not identify any trends. A review of tracking and trending for the alnty I snsr wb did not identify any trends. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity I processing module for serial (B)(6) or the alnty I snsr wb were identified.

Event description:
The customer reported that during a training with an alinity I processing module, the diluted wash buffer splashed into a user¿s eyes during the replacement of the level sensor diluted wash buffer. Specifically, this occurred when disconnecting tubing from old level sensor. It was reported that safety glasses were provided, and that the user was not wearing glasses at the time of the exposure event. The user rinsed their eyes with water for several minutes and didn¿t report any eye irritation. The user did not require any medical treatment. There was no further impact to user safety reported.

Manufacturer narrative:
A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported that during a training with an alinity I processing module, the diluted wash buffer splashed into a user¿s eyes during the replacement of the level sensor diluted wash buffer. Specifically, this occurred when disconnecting tubing from old level sensor. It was reported that safety glasses were provided, and that the user was not wearing glasses at the time of the exposure event. The user rinsed their eyes with water for several minutes and didn¿t report any eye irritation. The user did not require any medical treatment. There was no further impact to user safety reported.